Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loose and broken cap resulting in a leak. It was reported that during preparation of the mitraclip xtr clip delivery system (cds), fluid was noted leaking out of the lock lever cap. Upon further inspection, it was noted that the lock lever cap was loose. Partial breakage of the threaded portion was noted distal to the lever. The device was not used in the anatomy and was replaced. A new xtr cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported break in the cap could not be determined. The reported instability in the cap (loose cap) was likely a secondary effect of the break in the cap. The reported leak was a cascading effect of the cap being loose. There is no indication of a product quality issue with respect to manufacture, design or labeling.